Manufacturer narrative:
This rv lead was returned to boston scientific. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of low amplitude or poor morphology, loss of capture, and high capture thresholds. Laboratory testing revealed normal lead resistance measurements and indicated there were no electrical shorts between conductors and no conductor issues. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, low amplitudes, loss of capture (loc). Additionally, the patient had an x-ray done to check the positioning of the lead. The x-ray confirmed the lead was dislodged. The patient was later brought into the lab for a lead revision. This rv lead was removed and replaced with a new lead. This rv lead has not been returned to boston scientific and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, low amplitudes, loss of capture (loc). Additionally, the patient had an x-ray done to check the positioning of the lead. The x-ray confirmed the lead was dislodged. The patient was later brought into the lab for a lead revision. This rv lead was removed and replaced with a new lead. This rv lead has not been returned to boston scientific and no additional adverse patient effects were reported.